Manufacturer narrative:
Visual inspection of the returned device found that the device was cleanly fractured proximally to the medical edge of the central post. The device had a field life of approximately 1 year and 2 months and was used an unknown number of times. This device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Per the packaging insert associated with the device at manufacture ¿end of life is normally determined by wear and damage due to use.¿ based upon the information provided, the root cause is considered to be wear and tear from use.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke while trialing during use in surgery.